Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on oct 21, 2022. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information) . H6 (identification of evaluation codes 4114, 3221, 4315) . Type of investigation: 4114 - device not returned. Investigation finding: 3221 - no findings available . Investigation conclusions: 4315 - cause not established . This complaint was created with information received from a post market surveillance survey. Without product information being provided; a thorough investigation could not be performed, and a root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
Terumo cardiovascular has been informed through proactive customer surveys for post market surveillance activities, that the user facility experienced a titan stabilizer that failed to stabilize. As this information was received through a customer survey, it is unknown when the event occurred, if there was a delay in the procedure, if the product was changed out, if the surgery was completed successfully, or if there was any patient effect as a result of the event. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding the event from the user facility.